Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. The customer indicated feeling confused, disoriented, and experiencing a loss of consciousness. The customer's sister called for an ambulance and provided unspecified treatment while waiting for the ambulance to arrive. Upon arrival, paramedics determined the customer's blood glucose to be normal and no treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. The customer indicated feeling confused, disoriented, and experiencing a loss of consciousness. The customer's sister called for an ambulance and provided unspecified treatment while waiting for the ambulance to arrive. Upon arrival, paramedics determined the customer's blood glucose to be normal and no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.